Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chronic atrial fibrillation (af). The right ventricular (rv) lead exhibited non capture, high impedance, oversensing of myopotentials, polarity switch, increase of thresholds and fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.